Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 18075745.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced and the clik anchor was explanted. The patient was doing well postoperatively and the explanted lead was not returned as it was discarded.